Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and the battery was not holding its charge. Customer declined tandem technical support's offer to perform a pump system check. Customer's blood glucose within range.